Event description:
Report received from the (B)(6), stating that the device cut too slow and could not get through the bone during surgery. The bone was "quite sclerotic." No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There is no add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed, because the cutter and tube assembly had been manually bent and would not turn at all. The cutter head met specs, so the report of "cutting slow" was likely caused by usage and/or handling of the cutter and tube at the customer site. If add'l info becomes available, a supplemental report will be submitted.